Event description:
The customer reported to olympus, the olympus loaner visera 4k uhd camera control unit could not power on. It was reported that there was no procedure or patient involved. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the unit could not power on due to printed circuit board failure. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was confirmed, and it was determined to be due to a faulty main board (bent connector pin). Olympus will continue to monitor field performance for this device.